Event description:
It was reported that while using panel phoenix nmic/ID-307 there was a misidentification with one panel. Customer reported an isolate of e. Coli was misidentified as shigella boydii. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: misidentification. Customer reported an isolate of e. Coli misidentified as shigella boydii.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 there was a misidentification with one panel. Customer reported an isolate of e. Coli was misidentified as shigella boydii. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: misidentification. Customer reported an isolate of e. Coli misidentified as shigella boydii.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for mis-identification of escherichia coli as shigella boydii when using phoenix panel nmic/ID-307 (449289) batch number 2088092. The customer did not provide panel returns, lab reports or isolate returns for the investigation. To investigate, six (6) panels of the complaint batch were inoculated with three (3) different isolates of e. Coli, a25922, a35218, and enf 11421 at two (2) panels each. All six (6) panels returned satisfactory identification results. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed three (3) additional complaints on the complaint batch, one of which is related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.